Event description:
The st. Jude medical rep phoned to report that the lead appeared to be fractured. Technical services reviewed the faxed electrograms and confirmed that the noise appeared to be related to a lead fracture. As a result of noise, the pt received inappropriate therapy. Technical services recommended explanting the lead. It was later reported that a lead fracture was not confirmed on x-ray and that the cause of the noise was attributed to the ICD header. The chronic rv lead remains implanted and active. The ICD was explanted and will be returned for analysis.